Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Additional information was received on 27jun2019 that the patient had mrsa bacteremia. The patient received oral and parenteral antibiotics. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues and a specific cause for the patient¿s infection could not conclusively be determined. The pump was returned assembled with the pump cable severed approximately 6" from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The apical cuff was not returned. Visual examination of the lumen of the inflow cannula revealed a thin layer of pink tissue-like ingrowth along the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no additional developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a pump exchange on (B)(6) 2019 for driveline infection. No further information was provided.